Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient expired on (B)(6) 2021. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), cannot be conclusively established through this evaluation. The patient expired on (B)(6) 2021. No alarms or device-related issues were reported in association with this event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.